Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn on. The patient indicated that the alleged meter issue started about a month ago, and was unable to test his blood glucose during that time. The patient tests his blood glucose twice a day once in the morning and once at night. He takes 2 pills of glucophage once a day. He also takes 16 units of "25/75" insulin in the morning an 6 units in the evening. Although the patient was unable to test his blood glucose during the time of concern, he continued to take his medications as prescribed. On an unspecified date/time, after the meter issue started, the patient developed symptoms of feeling shaky and sweaty. The patient said that he tried to test his blood glucose before and during the time he had the symptoms. Since the patient felt as though his blood glucose was low, he treated himself successfully by eating a banana and a candy bar. The patient denied testing his blood glucose on another device and did not seek or receive medical intervention from a health care provider. During troubleshooting, the patient was able to turn the reported meter on without any problems. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms suggestive of hypoglycemia after not being able to test his blood glucose for about a month. The patient tried unsuccessfully to test his blood glucose before developing symptoms on the day of the event.